Event description:
A gore viabahn endoprosthesis was used for the treatment of sfa stenosis. Following the device deployment, the delivery catheter was unable to be removed. After several unsuccessful attempts to remove the catheter, a cutdown proximal to the device was performed and the proximal portion of the catheter was removed. Another cutdown distal to the device was made and approximately 2.5 cm of the distal portion of the device and catheter were removed. A ring of calcification was noted around the distal olive. Reportedly, the surgeon later cut the calcified ring and the distal portion of the catheter immediately released. An endarterectomy was performed and the vessel was surgically repaired using a bovine patch. The patient had good distal runoff following the procedure. The patient was fine following the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.